Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed and data analysis identified potential high impedance within the battery. Technical services discussed device replacement and options for monitoring. The device remains in service and no adverse patient effects were reported.